Event description:
Dr attempted to implant a 1246-14 duraloc 300 and the poly pistoned. Dr next attempted to implant a 1246-16 duraloc 300 and the poly again was loose. Dr ended up implanting competitor product. The pt was under anesthesia an extra 45 mins.